Manufacturer narrative:
Pump alarmed a33 error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind and operating current. Unable to verify low battery and failed battery alarm due to a33 alarm. (B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received failed battery test and low battery alarm. The customer stated that they inserted a new battery and the alarm did not recur. The customer stated that they cleaned the battery contacts cap, compartment and uses battery energizer. No harm requiring medical intervention was reported. The device will be returned for analysis.